Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "rupture was found". This record is for the right side. Device was explanted and replaced. Device discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.